Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the physician was performing the procedure and found the guidewire kinking near the j-tip area. A new product was obtained to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a two-lumen catheter and one guide wire for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the guide wire contained two kinks at the j-bend. Microscopic examination confirmed the damage and revealed that the distal and proximal welds are secure and intact. The kinks near the j-bend measured 6mm and 15mm from the distal weld. The guide wire length measured 45.3cm, which is within the specification limits of 43.75cm-46.25cm per the guide wire product drawing. The guide wire outer diameter measured 0.0205", which is within the specification limits of 0.0200"-0.0215" per the guide wire product drawing. The guide wire was inserted through the provided arrow raulerson syringe (ars)/introducer needle assembly. The guide wire was able to pass with little to no difficulty. Performed per IFU statement, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth." A manual tug test confirmed that the distal and proximal welds were secure and intact. The current IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed two kinks on the guide wire at the j-bend. The guide wire met all relevant dimensional and functional requirements. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician was performing the procedure and found the guidewire kinking near the j-tip area. A new product was obtained to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.